Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. Two x-ray images were reviewed by us customer quality investigations. No malfunctions or defects were observed in the images. The plate and screws appeared to be intact and in appropriate positions. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. No complaints of a device malfunction were alleged by the reporter. During investigation, no product condition issues, product design issues, or manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the removal of a variable angle (va) olecranon plate and screws and another company radial head prosthesis on (B)(6) 2019 due to nonunion with bone loss. Open reduction internal fixation (orif) revision surgery of olecranon was performed and the patient was implanted with fibular strut and a new plate screw construct. X-ray taken on an unknown date revealed bone loss. Initially orif radial head and olecranon using the synthes radial head plate and olecranon plate was done on (B)(6) 2018. Revision surgery was done on (B)(6) 2018, due to consistent radial head dislocation under the same surgeon at an unknown location performed removal of hardware of radial head plates and conversion to acumed radial head replacement and repair or of tissues. This report captures second revision surgery due to nonunion with bone loss. The first revision surgery performed on (B)(6) 2018 due to consistent radial head dislocation has been reported under related complaint (B)(4). Concomitant devices reported: unk - radial head prosthesis (part# unknown, lot# unknown, quantity# 1). This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).